Event description:
It was reported that the patient attended a follow-up appointment at the clinic. Upon interrogation, it was discovered that the left ventricular (lv) lead had lost capture. An x-ray confirmed that the lv lead was dislodged. The lv lead was explanted and replaced. There were no patient consequences.